Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record for this lot did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke/death. Time of symptoms: post procedure. It was reported that approximately 9 days post an uneventful right internal carotid artery stenting procedure, the pt was admitted to an area hospital for an intracranial bleed and stroke. The pt expired. Although requested, no add'l info was provided. Study event.